Manufacturer narrative:
.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Event description:
It was reported that the vns patient's device was tested during an office visit on (B)(6) 2015 and multiple system diagnostic results showed high impedance. The patient recently underwent prophylactic generator replacement surgery on (B)(6) 2015. The implant card for the procedure indicates lead impedance was within normal limits at that time. It was noted that the patient has mrdd and is very active. The patient was referred for surgery but no known surgical interventions have occurred to date.